Event description:
It was reported that the intra-aortic balloon was inserted in a post valve replacement pt. As soon as the intra-aortic balloon was connected to the pump, it was noticed that the waveform was small and the pt's pressure was only 50-60. Also present was some inflation and deflation artifact. The balloon volume was only 5cc and an attempt to manually increase the volume was unsuccessful. The pt was transferred to another pump without any complications.